Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she changed the infusion set and it has been working fine now. Customer declined troubleshooting and will call back if alarms reoccur. Customer's blood glucose level was 400 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.